Event description:
It was reported that the pump housing was damaged near the cartridge slot area resulting in the cartridge being unable to be locked into place. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.